Event description:
The customer alleged that when the brakes were activated the brakes did hold.

Manufacturer narrative:
The service tech found that the brakes were out of adjustment. The casters were adjusted and the brakes functioned to specifications.